Manufacturer narrative:
Analysis was performed by remote service personnel which included troubleshooting with the customer. The remote support engineer (rse) confirmed there was no sound coming from the device. The results of the analysis were that the main board was found defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective main board. The issue was resolved by sending a replacement part to the customer for repair. A review of the service history for this device shows the problem has not been reported again for this device. E.1.: rporter and reporting institution phone#: (B)(6).

Event description:
It was reported the device has a speaker malfunction. The device was in clinical use. There was no report of patient or user harm.